Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed several tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator failed the flow transducer test during pre-use check (puc). Our field service engineer has investigated the reported ventilator on site. The air gas module was replaced to resolve the issue and sent back for further investigation.the returned gas module has been tested in a ventilator. It passed the pre-use check. No abnormal found during ventilation for more than 48 hours. It passed another pre-use check after ventilation without any issue.the gas module has been tested in a gas module test system, it showed that the nozzle was sticky, which causes an intermittent pressure glitches during inspiration that caused the reported issue.the air gas module regulate the inspiratory gas flow and gas mixture. The faulty gas module may led to stop of ventilation, low o2 or high pressure.the nozzle unit consists of a membrane, a mouthpiece and a feather spring. It is used for regulation of the gas flow through the gas module. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The membrane stickiness may cause the feather spring to get stuck to the membrane while being pressed onto it and thus causing a delay on release. A correction of field # d1 brand name, # d4 version or model #.d1 ¿ brand name ¿ previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 ¿ version or model # - previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. # (B)(4).